Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 127 mg/dl. Customer also reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced. Customer also mentioned to have been out of the hospital for gall bladder surgery. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.